Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "implant with slight edema surrounding the implant capsule", "breast swelling" and "implants have been recalled". Device has been explanted.

Manufacturer narrative:
Additional, changed, and / or corrected data.

Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "implant with slight edema surrounding the implant capsule", "breast swelling" and "implants have been recalled". Device has been explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the personnel training related to the reported event. According to the weight verification report one unit was with an incorrect weight. Nonetheless, the assembly report from sap shows that the unit was scrapped due to weight, therefore, no devices were released with the condition of overweight. According to the device analysis performed, the device was overweight, however, after verifying the weight report and the assembly report from sap, no devices were released with the condition of overweight. A review of the current risk documents was performed, and the event of overweight is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, wear abrasion, voids, and overweight (the weight is out specification according to the assembly drawing (wi) qa 199.05. It was identified as a workmanship and the weight report is attached. After autoclave cycle was observed cloudy color in the gel. Based on the device analysis the final assessment is no were observed openings on the device. The weight is out specification according to the assembly drawing (wi) qa 199.05. It was identified as a workmanship. Further investigation has been initiated. Additional, changed, and/or corrected data: g2, h3, & h6.

Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "implant with slight edema surrounding the implant capsule", "breast swelling" and "implants have been recalled". Device has been explanted.